Event description:
The iab was inserted into the pt on 5/19/97 for failure to wean from cardiopulmonary by-pass pump. After being removed from the pump, the pt suffered multiple cardiac arrest events requiring multiple successful defibrillations. As drapes were being removed, check "iab cath" alarm sounded from the pump and bright red blood was noted in the tubing. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 5/20/97, 6/18/97. Pt current status: critical - rpt'd 5/20/97.

Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. No abnormal sounds (hissing sounds) were heard coming from the iab during laboratory testing. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.